Event description:
Allegedly removed during the revision of another component.

Manufacturer narrative:
Device #3: investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2011-00757, 00758. This event occurred in (B)(6).

Manufacturer narrative:
(B)(4).this component is not commercially available in the u.s. And therefore, did not require this medwatch report. This event occurred in (B)(6).

Manufacturer narrative:
Conclusion: no device failure. Visually examined. Photographic images made.